Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm harmonic ace instrument was analyzed and found to have a broken blade at the base. A piece measuring approximately 0.083" x 0.0282" was found to be broken off. The broken piece was returned. The components adjacent to the broken blade showed no damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument tip was broken. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: there was no fragment fall into the patient and the patient has not returned to the hospital due to post-surgical complications.